Event description:
Additional information was received stating dual chamber system explanted due to suspected 5jm lead fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).